Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully on the pump.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up report will be submitted.